Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (laparoscopy). At the time of the report, the pelvic pain and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included latex allergy (other (mild) burning). Previously administered products included for an unreported indication: codeine, percocet and naproxen. Past adverse reactions to the above products included nausea with codeine, naproxen and percocet. Concomitant products included ibuprofen since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the hypersensitivity, vaginal discharge, allergy to metals, dyspareunia, depression, anxiety, dysmenorrhoea, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient attributes all of this to the essure devices. Most recent follow-up information incorporated above includes: on 15-nov-2018: plaintiff fact sheet was received. Events added from pfs- dysmenorrhea (cramping), fatigue, abdominal pain. Concomitant drug were added. And reporter information were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included latex allergy (other (mild) burning). Previously administered products included for an unreported indication: codeine, percocet and naproxen. Past adverse reactions to the above products included nausea with codeine, naproxen and percocet. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the hypersensitivity, vaginal discharge, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient attributes all of this to the essure devices. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: date of birth was updated; concomitant drug acetaminophen added; pain and abnormal bleeding decreased shortly after removal. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included latex allergy (other (mild) burning). Previously administered products included for an unreported indication: codeine, percocet and naproxen. Past adverse reactions to the above products included nausea with codeine, naproxen and percocet. Concomitant products included ibuprofen since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), allergy to metals ("nickel allergy"), depression ("depression/ psych injury"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia painful sexual intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the vaginal discharge, allergy to metals, dyspareunia, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient attributes all of this to the essure devices. Patient received treatment for events- pelvic pain female, hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included latex allergy (other (mild) burning). Previously administered products included for an unreported indication: codeine, percocet and naproxen. Past adverse reactions to the above products included nausea with codeine, naproxen and percocet. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the hypersensitivity, vaginal discharge, allergy to metals, dyspareunia, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient attributes all of this to the essure devices. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet received: depression, mental anguish and essure confirmation test not conducted events were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included latex allergy (other (mild) burning). Previously administered products included for an unreported indication: codeine, percocet and naproxen. Past adverse reactions to the above products included nausea with codeine, naproxen and percocet. Concomitant products included ibuprofen since 2009 and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), depression ("depression/ psych injury"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the vaginal discharge, allergy to metals, dyspareunia, depression, anxiety, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient attributes all of this to the essure devices. Patient received treatment for events- pelvic pain female, hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, abdominal pain, vaginal bleeding, menorrhagia, allergic reaction were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, hypersensitivity, vaginal discharge, vaginal haemorrhage, menorrhagia, allergy to metals and dyspareunia outcome was unknown. The reporter considered allergy to metals, dyspareunia, hypersensitivity, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: allergy to metals, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia were added. Reporter, patient demographic information, product start date updated. Product stop date added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.